Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the boluses were not recorded correctly. This issue is potentially reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: the pump history shows the boluses were programmed and delivered on (B)(6) 2016:. The pump was exercised for 24 hours; no unprogrammed boluses were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the complaint. (B)(4).